Event description:
A patient sample was tested for troponin (accu tni) and a result of 1.92ng/ml was obtained. A) the result was reported out of the lab. A 2nd sample was collected from the patient and an accu tni result was 0.00ng/ml. The original sample was then re-tested on the next day and repeated result was 0.00ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects accu tni samples in plastic lithium heparin tubes without a gel separator. Qc was within the customer's established ranges prior to and after the event. A system check performed in 2009 passed within instrument specifications. Per customer, there were no event log messages generated at the time of the event. A field service engineer (fse) was dispatched: a) the fse performed a diagnostic testing and results passed within instrument specifications. A definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.